Manufacturer narrative:
Updated fields: h4, h6 and h10. Correction to g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to faulty video connector socket. However, the specific cause of the faulty video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation confirming the reported issue. In addition, it was also found that the digital visual interface connector has a small plastic divider piece broke. The bottom and from chassis need to be replaced due to corrosion, and the front panel and top cover need to replaced due to poor appearance the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during a diagnostic procedure there was no image in the evis exera iii video system when plugging in the camera, and the screen goes black. The issue was found during preparation for use. The evis exera video system was replaced with another one to continue with the procedure. There were no reports of patient harm.